Event description:
Covidien representative reported that customer received stopcocks with the wrong port cover. The incorrect port cover on the stopcock was vented when it should have been unvented. Product was not used.

Manufacturer narrative:
Investigation of retention samples for lot 7145030 confirmed this lot was not manufactured with the appropriate unvented port cover. Visual aid has been implemented to prevent recurrence.